Event description:
Customer's mother reported via phone call that the customer experienced a low blood glucose event of 27 mg/dl. The customer had stopped using the insulin pump. It was stated that the insulin pump alarmed unexpected restart. The alarm history showed unexpected restart, external ram error and displayable history check failed on startup alarms. Blood glucose value was 198 mg/dl. A temporary basal was not programmed before the unexpected restart bu the device was stored without a battery for about 6 months. The insulin pump passed the selftest and the bolus test was recorded in the history. Customer's mother wants to look into getting an upgraded insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.